Event description:
It was reported that the pta balloon would not deflate. A needle was inserted through the skin to deflate the balloon and the catheter was successfully retracted through the introducer sheath. Another pta balloon was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing-related cause for the event. The lot met all release criteria. This is the only complaint that has been reported for this corporate lot number to date. The investigation is inconclusive as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether pt and/or procedural issues contributed to the event.